Event description:
This device was explanted because it could not be interrogated following external shock during an ablation. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device could not be interrogated, confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Analysis of the electronic module revealed that the output stage of one high voltage circuit and several other electric components had been damaged. These damages led to an elevated current consumption, which depleted the battery. Due to this and the damages of the electronic module the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the damages were most probably caused by the reported external defibrillation. In general the ICD is protected against the high voltage discharge during an external defibrillation, but depending on the position of the external defibrillation electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. At a next step, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.